Event description:
It was reported an asymptomatic patient presented in clinic. The atrial lead exhibited noise. The noise was reproducible with isometrics. The device was reprogrammed and the lead remained implanted. The patient would be monitored regularly.